Event description:
It was reported that the ventilator's upper display was erratic. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the liquid crystal display (lcd) panel. Medtronic was not authorized to service the ventilator.